Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failing. The field service engineer inspected latches and log files. Replaced all door latches with new soldered harnesses to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system that the tower door keeps failing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.